Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that the customer was having difficulties with seeing the video image on the monitor. No patient injury was reported.